Manufacturer narrative:
Section b5: additional information manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The log files appeared to show the pump operating as intended. Review of the submitted log files confirmed 1 low flow event; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a direct correlation between the reported stroke and heartmate 3 lvas, serial number mlp-014439 could not be determined through this evaluation. The log file contained a low flow alarm when the estimated flow dropped below a threshold of 2.5 lpm. The pump speed remained above the low-speed limit for the duration of the log file. It was reported that the patient experienced an embolic stroke most likely related to cardiac arrest and low flow alarms. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further related events have been reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files were submitted which confirmed low flow alarm and high pi on (B)(6)2019. The heart failure team reported low flows were likely induced by high mean arterial pressures. Patient was asymptomatic. Blood pressure medication was adjusted. Patient remains ongoing and no additional information was received.

Manufacturer narrative:
Approximate age of device- 12 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. On (B)(6) 2019, the patient had a CT scan and subsequently had a cardiac arrest. The clinician reported it was initially thought the arrest was caused by anaphylaxis due to an unknown CT contrast allergy, but the patient did not have any hives, rash or breathing difficulties associated with a reaction. Now the team thinks it may have started with the patient's flows dropping to 0.3 lpm for an unknown reason. The clinician reported the medical team was wondering if a mechanical pump malfunction could have caused the low flow and subsequent arrest. The patient was treated with fluids and epi and reported the flows returned to normal. Technical services reviewed the submitted log files and no unusual events were seen. The lowest flow recorded was 3.4 lpm. Technical services in unable to confirm the low flow events or if a mechanical pump malfunction occurred without data from the event. It was recommended to monitor the patient for further low flow events. Additional information has been requested but has not yet been provided.

Event description:
Additional information received 02may2019 reported the cause of the low flow events is undetermined. The CT brain showed multiple infarcts which have resulted in life altering neurological deficits. The patient had an embolic stroke most likely related to the cardiac arrest and low flow events. He is receiving physical and occupational therapy. No additional information was provided.